Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/22/2021.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the device was manufactured from october 14, 2020 - october 15, 2020. H10: the actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused. After the expected infusion time of 46 hours, 100ml remained in the device. There was no report of patient injury or medical intervention associated with this event. No additional information is available.